Event description:
Event determined to be reportable based on analysis approved 1/8/2008: it was reported that during a drug-eluting stenting procedure, resistance was encountered and the catheter was unable to cross the lesion. The 80% stenosed and de novo lesion was located in the left circumflex (lcx) artery. It was noted that the lesion was located at a bifurcation. Access was obtained via an unspecified femoral artery. Upon advancing the taxus libterte 28mm x 2.75mm stent delivery system (sds) significant resistance was encountered and the catheter was unable to cross the lesion. The device was removed, however, it was not known how the procedure was completed. No patient injuries or complications were reported. The patient's status is reported as "stable". Returned product analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device found proximal stent damage. Some of the stent struts were flared outwardly. No kinks or damage were noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended sized guide wire was inserted through the lumen with no restrictions noted. A device history record (DHR) review confirms that this batch number met its material, assembly, and product specifications. The root cause of the reported event can be attributed to operational context due to the likelihood that anatomical/procedural factors encountered during the procedure limited the performance of the device.